Manufacturer narrative:
This event was due to not following MRI safety standards by bringing a magnetic trolley into the mr examination room. It is known that no magnetic materials should be brought into the examination room. The safety directions as presented in the instruction for use already contain warnings on this matter.

Event description:
Philips received a report that a person from a third party company was injured. This person entered the mr examination room with an iron trolley. The iron trolley was attracted to the magnet and hit the person at the foot. This resulted in a fracture in the person¿s foot bone, which required a cast.